Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter; after removing the catheter from the sheath post ablation of the left atrial roof and posterior wall, the physician followed their normal workflow by aspirating the side port of the flexcath contour sheath before inserting another company's catheter to perform a post-procedure map. During this process, unidentifiable material was found in the aspirate, which was emptied onto gauze for visualization but remained unidentified. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012624046 and data files were returned and analysed. Visual inspection of the handle area was performed. The qr scan number of the handle was 10fcc13016f34. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. Borescope inspection of the shaft revealed polytetrafluoroethylene (ptfe) delamination within the shaft. In conclusion, the reported ¿foreign material¿ was not confirmed the sheath failed the return product inspection due toa kink observed on the side port tube and polytetrafluoroethylene (ptfe) delamination within the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.